Event description:
Nidek received maude event report (B)(4) (B)(6) 2012. The pt had lasik eye surgery at a university to correct their astigmatism. The initial surgery did not produce satisfactory results therefore a lasik enhancement was performed. Within one year of both lasik and lasik enhancement surgeries, the pt was back to wearing corrective lenses. Pt complaining of vision fading over the years and corneal scarring. Pt feels they have not benefitted from their surgeries.

Manufacturer narrative:
Additional investigation by nidek inc. Concludes that "the consultant contacted but the pt did not have any response.", "since the device specifications were only for prk, it is likely that lasik was performed with a microkeratome of other companies.", and "periodic inspection was conducted every three months during the term including the occurrence of the incident and no report such as a malfunction had been received. Therefore, it has been confirmed that there is no problem with quality." Nidek co., ltd. Asked nidek inc. For additional investigation. Since nidek co., ltd. Also could not have further information to perform additional investigation as a manufacturer, we are unable to determine the root cause of the injury. If further information is received, we will submit a follow-up report.